Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and based on the results of the investigation the reportable malfunction was confirmed. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the monitor exhibited defective liquid crystal display (lcd) panel, screen failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.